Event description:
It was reported that an x-ray confirmed the ventricular lead had dislodged. Upon surgery, several attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.